Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 435 mg/dl and rose to 445 mg/dl. The customer complained of abdominal pain and nausea. He stated that he tried to bolus but did not end up treating for the high blood glucose. He observed bubbles in the reservoir but was able to get rid of them by tapping the reservoir. He observed pain upon removal of the insertion needle. Later during the call, the customer stated that he was not feeling well enough to troubleshoot any more. He declined assistance from emergency medical services and his doctor, advising that he would monitor his blood glucose levels. On the following day, the blood glucose reading was 176 mg/dl. He declined to see medical attention and stated that he would get someone to come and check on him. He was advised to change the entire infusion set, reservoir and insulin. He was not admitted into a hospital as an inpatient nor treated by a doctor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.